Manufacturer narrative:
The investigation of the c-arm collision with the patient in the wheelchair was completed. The user claimed unintended system movements. However, the detailed investigation did not reveal any indication for uncommanded system movements. The on-site service intervention by siemens local service showed no system deficiencies. According to the provided log files, the movement was initiated by the user. The dead man grip was pressed and the joystick on the stand control module was deflected. The operator manual contains adequate instructions about system movement and how the operator can avoid a collision, e.g., use block movement button to avoid accidental activation of system movements when the system is not intended to be used. The concerned system works as specified.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. A supplement report will be filed upon completion of the investigation.

Event description:
Siemens became aware of an unintended system movement that occurred while operating the artis zee ceiling machine. After the imaging examination was completed, the c-arm moved without given command and crashed into a patient on a wheelchair. There are no indications of any adverse effects on the health status of the involved patient. Detailed clarifications of this event are currently on-going; therefore, the event is reported in doubt.